Event description:
It was reported during a low anterior resection after several attempts to close and fire the ecs33 the device was replaced with a new ecs33 and the anastomosis was completed. After repeated attempts to fire the first ecs33, a leak in the colon was detected and a colostomy was performed.